Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy was working fairly well for the patient until thursday as it got harder for them to urinate but the patient still went on friday and saturday. Caller said they had to use a catheter to drain the urine on sunday and got about 250ml out. Caller then said the patient went to bed and woke up this morning completely soaked. Caller estimated that there was at least 500ml in the diaper and they couldn't measure what was in the nightgown and the pad or on the bed. Caller mentioned that they had made adjustments throughout the week when the patient had trouble and sometimes they worked right away and other times it didn't. Caller noted that when they left the hospital they started at 0.4 and now they are up to 1.4 on program a. The patient was redirected to their healthcare provider to further address the issue. Caller said the patient had an appointment with the doctor's assistant tomorrow. Patient reported urinary symptoms.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient experienced urinary retention prior to the device. The rep also confirmed that their retention did not worsened as a result of the device or therapy. The rep confirmed that the patient had catheter in prior to device. When asked about the steps taken to resolve the issue, the rep had spoken with patient and patient has taken steps to learn to self cathing. The issue was resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.